Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when an decrease of ventricular sensing threshold was observed. Lead dislodgment was suspected. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.